Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 21 mg/dl and a loss of consciousness. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous saline. No information was provided regarding the release date; however, customer indicated no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.